Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to supraventricular tachycardia (svt). Technical services (ts) suggested considering reprogramming the conditional zone to 250 beats per minute and to consider further evaluation of the arrhythmia with an electrophysiology study. This s-ICD remains in service. No additional adverse patient effects were reported.